Event description:
It was reported by service report that the siderails are hard to lock in place and the power cord is frayed. It is unknown if there was patient involvement or if there are adverse consequences to report.